Event description:
A report was received from the clinical study indicating that the patient experienced a dissection during implantation of a cypher sirolimus-eluting coronary stent. Four months later, the patient experienced unstable angina, re-pci and peri-stent atheromatic disease. Eight months later, the patient experienced a non-q wave acute myocardial infarction.

Manufacturer narrative:
This report originated from the study. The event involves a patient with a medical history including family history of coronary artery disease (cad), hypertension, hyperlipidemia, diabetes and unstable angina ib. The patient's age, gender and medical history place her at increased risk for developing mace. Baseline medications included aspirin, clopidogrel loading dose, b-blockers, statins, oral hypoglycemic agents and anti-acids. The patient underwent a coronary intervention for an unknown indication. Angiogram revealed two-vessel disease involving the proximal left anterior descending (lad) and the mid right coronary artery. The 90% stenotic, type c, timi 2 lesion in the proximal lad was pre-dilated before implantation of a (2.5x33) cypher stent at 12 atm. An additional (3.0x13) cypher stent was used to treat a dissection with no post-dilation with a resulting timi flow of three. The 80% stenotic, type c, timi 3, lesion in the mid rca was pre-dilated before implantation of a cypher (3.5x23) at 12 atm with no post-dilation and resulting timi flow of three. The procedure was successfully completed. Approximately four months later, the patient experienced angina that required medical treatment. The patient's medications were adjusted. The event was resolved and the patient continued treatment. The patient returned to the hospital shortly after discharge with unstable angina. A diagnostic catheterization with angiography was performed on the proximal lad and second obtuse marginal lesions. At the ostium, a (3.0x13) cypher stent was not completely expanded because of calcified eccentric plaque. The cypher (2.5x33mm) was patent; however, severe diffused atheroma was noted distal to the stent. Timi flow at the lesion was three. The rca (3.5x33mm) has mild proximal stenosis (30-40%). The stent is perfectly normal. The retroventricular branch, well developed, is occluded and perfused by homocoronaric circle. Approximately eight months later, the patient was admitted for a non-q wave acute myocardial infarction. Ck-mb was reported 12.6ng/ml (range 24-170ng/ml) and troponin I (1.53ng/ml). The patient was discharged five days later. The registry reported this event as unrelated to the study product and procedure. However, there was no area of distribution indicated. Approximately eleven months later, the patient experienced angina-requiring adjustment in her medications. In conclusion, dissection is a known adverse event during coronary stenting. There are vessel factors that may have contributed to this event. The events of peri-stent stenosis, angina and myocardial infarction are all known potential adverse events post coronary stenting often associated with the progression of cardiovascular disease. There are patient and vessel factors that may have contributed to the reported events. There is no indication the events are design or manufacturing related. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation in 12/2006. The MDR determination has changed from not reportable to a reportable event,as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #; 9616099-2007-01565, 9610978-2007-00322 and 9616099-2007-1567. Any additional information will be submitted within 30 days of receipt.